Event description:
During repeat c-section area of bleeding clamped, bovie pencil touched to instrument (hemostat). Arch of spark was seen, bovie was removed from clamp, it continued to burn at the tip of the bovie with a yellow/orange flame as it was passed off to scrub tech. The flame surface extinguished. There was no harm to the patient. Bovie was set on 35/35.